Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump was received with cracked keypad overlay at select button, cracked retainer, scratched case, minor scratched display window and keypad overlay texture damage. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call they received a replace battery now alarm. The customer¿s blood glucose level was 40 mg/dl to 300 mg/dl. The customer treated the low blood glucose with sugar and the high blood glucose with the insulin pump. The alarm history was reviewed and it was noted that they did not receive a low battery alert prior to the replace battery now alarm. The customer stated the insulin pump was dropped. The customer stated that there was a crack in the battery compartment. The device will be returned for analysis.